Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/9/2020. The device evaluation was completed on 12/18/2020.upon receipt, the catheter was visually inspected and it was found with a hole on the pebax with reddish-brown material inside and internal parts exposed. Magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications.a manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified.the customer complaint regarding the force issue was unable to be duplicated during the product investigation. However, the blood inside the pebax area found, could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax with internal parts exposed. Initially, it was reported that after ablating for about two hours, the catheter started to display a high force reading on the smartablate generator. The catheter was exchanged and the issue was resolved. There was no char noted on the tip of the catheter. The procedure continued without any further incident. There was no patient consequence reported. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 a hole on the pebax with reddish-brown material inside and internal parts exposed. The hole on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable issue is 12/16/2020.